Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after changing the infusion set location (from stomach to hip due to scar tissue), customer's healthcare provider informed customer that insulin absorption may be impacted. Customer consumed less carbohydrates to compensate and blood glucose (bg) elevated. Due to placement of infusion set on the hip, the tubing length was "shorter" causing the infusion set to become loose and the cannula "popped out". Blood glucose (bg) was 507 mg/dl. Reportedly, customer inserted another infusion set and insulin was delivered via the pump to address bg. Type of infusion set was reported as "xm" and customer declined to provide further information regarding the type of infusion set.